Event description:
It was reported that the patient had inadequate pain relief and the implantable pulse generator (ipg) would no longer connect to a remote control. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. (B)(6). UDI: (B)(4).